Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During ongoing use, no image was displayed after the device was delivered into the body and imaging was turned on. When an attempt was made to change the catheter and remove it from the body, the shaft was noted to have separated. The fragments were removed as they were and came out. The procedure was completed with another device of the same device. There was no patient injury.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was detached. An imaging window (ic) windup with broken drive and coaxial cable began 26 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. The sheath of the unit is cut a few centimeters below the detached to be able to check the other end of the broken ic. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically based on a review of the reported event details and available information. The returned device exhibited electrical failure, imaging core windup, and a broken drive and coaxial cable; however, the probable cause of the failure could not be determined. For the reported sheath detachment, the cause code cause linked to device but unable to trace more specifically was assigned following a review of the returned device, event details, and available information. The exact cause of the sheath detachment could not be identified.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During ongoing use, no image was displayed after the device was delivered into the body and imaging was turned on. When an attempt was made to change the catheter and remove it from the body, the shaft was noted to have separated. The fragments were removed as they were and came out. The procedure was completed with another device of the same device. There was no patient injury.